Event description:
It was reported that "7 may 2024, catheter used at 12:00 noon, alarmed around 2-3:00 a.m. On 8 may 2024, breakage occurred after about 15 hours or so, machine alarmed, and catheter was removed in time to be discovered by medical staff". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2024, catheter used at 12:00 noon, alarmed around 2-3:00 a.m. On (B)(6) 2024, breakage occurred after about 15 hours or so, machine alarmed, and catheter was removed in time to be discovered by medical staff". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a clear bag. Upon re-turn, the teflon sheath was noted connected to the hemostasis cuff; dried blood was noted was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at ap-proximately 5.1cm from the iabc distal tip. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted partially separated from the inner cannula (iabc central lumen) at approximately 6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; a leak was immediately detected from the iabc bladder membrane. Under microscopic inspection, abrasions were observed from approximately 14.5cm to 14.9cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 14.6cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the catheter for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken and damaged in the flex-tip assembly area near the iabc distal tip. Additionally, the iabc bladder had a full thickness abrasion, which can cause blood to enter the helium pathway. Due to the combined damages and returned state of the device, it could not be confidently determined which occurred first or what initially caused blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.